Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Patient participated in (B)(4) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All patients received posterior fixation with either uss or click'x systems. Patient was implanted with click-x for supplemental fixation. Patient had been experiencing pain for 6 months. Surgery date was (B)(6) 2001 and postoperatively patient experienced pain, requiring referral to pain clinic. This report is on the screw head. This is 14 of 14 reports for the same event.